Event description:
The locking arm came off and the pin fell into the patient. It was retrieved by the surgeon and tech. No medical intervention was required and no delay was reported.

Manufacturer narrative:
(B)(4) supplemental emdr. Investigation details: device was received for investigation. A review of the device history record was performed for all t-0101 orders from lot g19 and no quality issues were found during production. A visual inspection showed that the device was lightly used with surface marks, discoloration, and cleaning related wear. The device was returned with only the loose cam lever from the swivel assembly which is the main blade locking mechanism. The fixed arm of the device was found to be missing parts of the swivel assembly, including the rivet pin and spring. The sliding arm was found to be intact and functioning properly. End user indicated that all parts of the device were recovered from the patient but not returned for investigation. Without the missing rivet pin and spring a thorough investigation as to why the arm fell off could not be performed. Specifically, the rivet pin would need to be examined at the end surfaces for signs of pressing/peening deformation to determine if this manufacturing step was performed correctly or not. Once the pin is placed in the swivel assembly, this pressing step causes mushroomed deformation at the pin ends, which ensures the pin stays permanently secured in place and does not loosen and/or fall out of either side. The intact swivel assembly on the sliding arm side was examined in relation for comparison purposes. It was noted that this side was properly pressed and manufactured and was able to function/mate with muscle blade parts normally. This may be some indication that the other side was manufactured correctly, yet not a clear and explicit indication as to having the actual missing parts. It may also be that the pin was subjected to excessive, damaging or intentional removal forces. However, no signs of excessive force or mechanical overstress were found. Furthermore the rest of the device functioned normally and a replacement pin and spring parts were reassembled to verify that it further functioned normally with no further issues or risk of falling out. Without the missing parts a definitive root cause could not be determined. H3 other text : evaluation has been performed.

Manufacturer narrative:
(B)(6). A follow up emdr will be submitted upon supplier evaluation or additional information is received.

Event description:
The locking arm came off and the pin fell into the patient. It was retrieved by the surgeon and tech. No medical intervention was required and no delay was reported.